Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (batch no. Cs000n0,cs000e5) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: vistaril. Concurrent conditions included anxiety. Concomitant products included desvenlafaxine succinate (pristiq). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2017, the patient experienced migraine ("migraine") and headache ("headaches"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, migraine and headache had resolved and the vaginal haemorrhage, dermatitis allergic and rash outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2015 and (B)(6) 2015. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, metrorrhagia, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: essure noted within the right & left uterine horns. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, rashes.concomitant conditions,historical drugs and reporter information added. Incident we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metorhagia (bleeding b/w periods)"), rash ("allergy: rash/skin condition"), skin disorder ("allergy: rash/skin condition"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, metrorrhagia, migraine and headache had resolved and the rash and skin disorder outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash and skin disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2015 and (B)(6) 2015. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, metrorrhagia, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: essure confirmation test results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet was received. Event-injury was deleted . Events added from pfs- dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, metrorrhagia, rash, skin condition, migraine, headaches. Reporter information, date of birth, essure removal date were added. Essure insertion date were updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain chronic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal vaginal bleeding') in an adult female patient who had essure (batch no. Cs000e5, cs000n0) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: vistaril. Concurrent conditions included anxiety. Concomitant products included desvenlafaxine succinate (pristiq). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In 2016, the patient experienced rash ("rashes or skin conditions type: rashes"). In (B)(6) 2017, the patient experienced migraine ("migraine") and headache ("headaches"). In 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)") and dermatitis allergic ("allergy: rash/skin condition"). The patient was treated with surgery (salpingectomy (bilateral) and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, migraine and headache had resolved and the vaginal haemorrhage, dermatitis allergic and rash outcome was unknown. The reporter considered abdominal pain, dermatitis allergic, dysmenorrhoea, dyspareunia, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date -(B)(6) 2015 and (B)(6) 2015. Plaintiffs received treatment for dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, menorrhagia, metrorrhagia, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pathology test - on (B)(6) 2018: essure noted within the right & left uterine horns.. Lot number: cs000e5 manufacture date: 2014-04 expiration date: 2017-01-31 lot number: cs000n0 manufacture date: 2014-10-01 expiration date: 2017-08-28 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.